Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6)health system; (B)(6) centers. (B)(6), md. Radiology-CT abdomen/pelvis. Indication: abdominal pain and small bulge left lower quadrant of abdomen, tender. Previous complicated history of multiple abdominal surgeries including bowel perforation, partial colectomy with several incisional hernias requiring repair. Findings include: evidence of anterior abdominal wall hernia mesh with marked thinning and diastasis of rectus abdominis muscle. Abnormal increased density in region of umbilicus and anterior to abdominal hernia mesh measuring at least 16 mm in thickness. Impression: since (B)(6) 2009, there has been interval repair of an anterior abdominal wall hernia with hernia mesh in place. There continues to be recuts abdominis diastasis measuring at least 7.4 cm with mild anterior abdominal wall bulge. Additionally, there is increased density in periumbilical region and anterior to hernia mesh. Although this may represent postsurgical changes such as granulation tissue or seroma, clinical correlation to exclude infection recommended. Special attention given to left lower quadrant in region of patient¿s pain. No new hernia identified. There is mild stranding in left lower quadrant of the abdomen subcutaneous fat consistent with patient¿s previous colostomy site. Surgical suture material is noted within the rectum consistent with patient¿s history of partial colectomy. No other findings are identified within abdomen and pelvis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)12: (B)(4) health system. (B)(4) md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Procedure performed: open recurrent ventral incisional hernia repair. Anesthesia: general. Condition: stable. Findings: a small recurrent ventral incisional hernia along with somewhat loose mesh which was slipped into the hernia sac. Brief history of current illness and indications for surgery: ¿the patient is a 40-year-old woman who previously had a history of colonic injury during ovarian surgery. She subsequently had colectomy and colostomy and colostomy takedown. She developed a hernia from this and had a laparoscopic ventral incisional hernia repair with mesh couple of years ago. She came back in complaining of recurrent bulge and pain in the lower abdomen. On examination, she was noted to have a hernia. The patient now presents for repair.¿ procedure in detail: ¿the patient was brought to the operating room, placed supine on the operative table. After induction of general anesthesia, patient¿s abdomen was prepped and draped in usual fashion. Lower midline laparotomy scar was reopened. Subcutaneous tissue was then divided using electrocautery. Dissection carried down to the fascia and this was opened. The fascial opening was actually a hernia sac. A large amount of fluid was seen within this area. Again, there was a large seroma in this region. In this area, the mesh was seen and appears to be intact, although somewhat bulged. In the inferior aspect of this area, interestingly there appeared to be a very thickened sac. This was opened revealing a separate hernia in the very inferior aspect of the patient¿s prior scar that the mesh was not covering. There was a loop of bowel stuck in this region. Rest of the hernia sac was thoroughly opened. Incision was carried cephalad towards the umbilicus and passed the umbilicus as there was an umbilical hernia that was covered by the mesh as well. The mesh itself was then cut and opened dissecting the bowel from underneath off. The fascial edges were fairly far apart and there was a fairly large amount of mesh covering the fascial defect. The thought was that in addition to the newly found small ventral hernia inferiorly, this large area of bulged mesh may have acted as a hernia sac and caused patient¿s pain. The sac was dissected free from the surrounding subcutaneous tissue. It was trimmed all the way back to the true fascial edge next to the rectus muscles on either side. The excess mesh was trimmed leaving about a cm and half or so of the mesh on both sides. Of note, beyond this area, there was at least 3-4 cm of mesh overlapped to the muscle. At this point, we then closed the entire fascia using #1 prolene running suture with bites through the fascia as well as the already present mesh. Care was taken as to incorporate the mesh in the inferior aspect of her closure so that the mesh was beyond the fascial edge inferiorly. There was a good closure of the entire defect. Wound was irrigated copiously. A 40 cc of 1.1 mixture of 1% lidocaine and 0.5% marcaine was infiltrated into skin, subcutaneous tissue. Deep layers were then closed using 2-0 vicryl running suture. Subcutaneous layers were closed using 3-0 vicryl interrupted stitches and skin was closed with 4-0 monocryl subcuticular stitch. Benzoin, steri-strips, and dry dressings were applied. Patient was then awakened, extubated, taken to postanesthesia recovery area in stable condition after having tolerated the procedure well. Instrument, needle, lap counts were correct.¿ (B)(6)12: (B)(4) hospital. (B)(4) md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: same as preoperative diagnosis. Findings: same as preoperative diagnosis. Procedure: recurrent ventral incisional hernia. Anesthesia: general. Estimated blood loss: see anesthesia record. Specimens: none. Complications: none. (B)(6)12: (B)(4) health system. (B)(4) md. Discharge summary. Diagnoses: recurrent ventral hernia. Morbid obesity. Procedure performed: recurrent ventral incisional hernia repair. History/hospital course: developed a ventral incisional hernia; repaired laparoscopically. Came back with recurrent ventral hernia. Found to have very loose hernia patch which was prolapsed somewhat through the hernia defect, as well as a new hernia inferior to this area. Prolapsed mesh was trimmed; hernia fascial edges were brought together and closed along with the underlying existing mesh. No immediate intraoperative or postoperative complications. Had minimal pain controlled with oral pain medications. Incision did have a small amount of serosanguineous drainage overnight; appears to have stopped. Abdomen soft, nontender, having bowel movements and passing gas. Remains afebrile. Dressing quite dry. Discharged home today. Activity: ambulate several times a day. Try to wear abdominal binder for the next week followed by binder as needed. No lifting more than 10 pounds for next 6 weeks. Follow up 2 weeks. (B)(4)12:(B)(6) health system.(B)(6) md. Discharge summary. Presented to hospital after having returned to work from repair of abdominal wall 3 months ago; back to work about 2 weeks. This involves stress on left wrist and rotating motion with trunk. Was experiencing numbness of hand, arm, shoulder; pain in shoulder, arm and severe pain in substernal area into epigastric area. Also has unrelated pain since her surgery on the flanks of her abdomen; has been worked up, increasing since she has returned to work as she rotates frequently right-to-left with torso twisting; chronic aching under both rib cages. Morbidly obese, bmi 39. Observed overnight, had no further pain. She agreed this does seem to be a constellation of several different problems; chronic arm problem, chronic abdominal problem associated with new problem, gerd [gastroesophageal reflux disease]. Discharged home. Follow up dr. Horita 2 weeks. Try to lose 2 pounds per month. Walk 30-60 minutes per day. Records between (B)(6)12 and (B)(6)16 were not provided. (B)(6)16: (B)(6) hospital. (B)(6) md. Emergency room notes. Diagnosis: abdominal pain. Presents for right upper quadrant pain radiating to right back beginning 3 months ago; pain intermittent since then, increased in severity yesterday. Associated nausea, bloating and left lower quadrant abdominal pain that radiates to left pelvis. States left lower quadrant pain feels similar to previous hernias. No history of bowel obstruction. Notes had CT on 05/19/16 which revealed 2 umbilical hernias, probable gallstone. Exam: abdomen; mild diffuse tenderness, bowel sounds normal, no peritoneal signs. Impression/plan: no obvious hernia noted. CT of abdomen shows hernias, no evidence of obstruction, no significant change. On re-examination, feeling much better; exact cause of abdominal pain unknown. Discharged home in good condition. (B)(6) 16: (B)(6) health system. (B)(6) md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal, back pain. Comparison: CT abdomen/pelvis (B)(6)12. Findings: abdominal wall mesh. Impression: status post anterior abdominal wall hernia repair with at least 2 anterior ventral wall hernias containing segments of small bowel and colon without obstruction. Other findings not significantly changed to prior. (B)(6)16: (B)(6) health system. (B)(6) md. Radiology ¿ abdominal ultrasound. Indication: check for stone, right upper quadrant pain, nausea 1 week. Comparison: CT abdomen/pelvis (B)(6)16, ultrasound abdomen (B)(6)08. Impression: cholelithiasis without evidence of cholecystitis. Mild hepatic steatosis. (B)(6)17: (B)(6) hospital.(B)(6) md. Emergency room notes. Presenting problem: periumbilical abdominal pain. Final diagnosis: large ventral hernia. History of chronic abdominal pain related to multiple abdominal surgery, gallstones; one week of sharp right upper quadrant pain radiating to back with diffuse aching of entire abdomen associated with feeling blocked up. Exam: abdomen; diffusely tender right upper quadrant, bowel sound hypoactive, liver/spleen normal; no mass, pulsatile masses, peritoneal signs, rigidity, guarding or rebound. Ventral hernia present; reducible, non-tender, not erythematous, multiple healed incisional scars, status post multiple hernia repairs, laparoscopy and colostomy. Impression/plan: thinks she has known ventral hernia that appears to have failed treatment with mesh. CT does show a ventral hernia containing small bowel; no obstruction/incarceration. Discharged home; will need to see a surgeon again. (B)(6)17: (B)(6) health system. (B)(6) . Radiology ¿ CT abdomen/pelvis without contrast. Indication: right upper quadrant pain, known gallstones. Comparison: CT abdomen/pelvis (B)(6)16. Impression: status post ventral abdominal hernia repair with stable ventral abdominal hernias containing fat and small bowel loops. No evidence of small bowel obstruction or incarceration. Status post hysterectomy. (B)(6) 18: (B)(6) hospital. (B)(6) . Emergency room notes. Presenting problem: abdominal pain. Final diagnosis: ventral hernia. Left sided pain beginning one week ago; increasing over last 2 days. Pain radiates to umbilical region; 8/10 in severity, associated nausea, denies vomiting. Having bowel movements but feels like not able to ¿clear everything out.¿ no history of bowel obstruction. Medication: metformin. Exam: abdomen; multiple healed anterior abdominal wall scars, non-tender, no masses, bowel sounds normal. Impression/plan: nonspecific abdominal pain. Serial exams of abdomen benign along with laboratory workup and negative CT without acute surgical process. Has known incision hernia but clinically not incarcerated. Discharge home, follow up primary physician in 1 day. (B)(6)18: (B)(6) system. (B)(6) . Radiology ¿ CT abdomen/pelvis without contrast. Indication: left lower quadrant abdomen pain for about 5 days. Comparison: CT abdomen/pelvis (B)(6)17. Findings: evidence of mesh along the anterior abdominal wall at site of prior hernia repair. There are 2 ventral abdominal hernia with small bowel loops but no evidence of obstruction/incarceration. Both hernias have a white measuring approximately 6.7 cm and 5.7 cm in diameter. No evidence of bowel obstruction. Impression: status post ventral abdominal hernia repair. Again, noted are 2 ventral midline abdominal hernias containing fat and non-obstructed small bowel. (B)(6)18:(B)(6) health system.(B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: chronic lower abdomen pain. Comparison: CT abdomen/pelvis without contrast 06/04/18. Findings: surgical material seen along the ventral abdominal wall. There is similar size of an umbilical hernia containing non-obstructed small bowel measuring 4.6 x 5.4 cm in axial dimension and an infra-umbilical midline hernia also containing non-obstructed small bowel, measuring 10.8 x 3.5 cm. Impression: no acute or suspicious abnormality. No significant change in 2 adjacent ventral abdominal wall hernias containing non-obstructed small bowel. (B)(6)19:(B)(6) hospital. (B)(6) , md. Emergency room notes. Presenting problem: abdominal pain. Final diagnosis: partial small bowel obstruction, ventral hernia. Worsening diffuse abdominal pain beginning yesterday evening; initially attributed pain to ¿bowel problems¿ but has since developed vomiting and distention, nausea. Notes x3 incisional hernia repair. Exam: abdomen; diffuse mild tenderness to palpation, primarily supra-pubically with mild guarding, bowel sounds normal. Medical history: gastrointestinal disease, gallstones, hernia, perforated bowel. CT abdomen/pelvis; large ventral hernia, concerning for partial small bowel obstruction. Admit for further management. (B)(6)19: (B)(6) health system. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Indications: abdominal pain with vomiting, constipation, history of bowel resection. Comparison: CT abdomen/pelvis with contrast (B)(6)18. Impression: prior ventral hernia repair with mesh in the region. Large ventral hernia with an opening that is up to 10 cm in length protrusion of dilated small bowel through this aperture. The appearance indicates partial small bowel obstruction. This reflects worsening since 11/09/18 when small-bowel loops were of normal caliber. Suture in the retro-sigmoid region reflects prior bowel resection. (B)(6)19:(B)(6) health systems. (B)(6) md. History & physical. Presented with abdominal pain associated with nausea since last night. Medical/surgical history: vaginal hysterectomy with unilateral oophorectomy; subsequent oophorectomy of remaining ovary years later secondary to endometriosis. Recurrent ventral hernia; prior laparoscopic mesh repair. Bowel resection with colostomy following perforation of small bowel during laparoscopic right oophorectomy. Medications: metformin [hypoglycemic]. Exam: abdomen; obese, soft, nondistended, well-healed midline surgical scar. Diffuse tenderness to deep palpation throughout abdomen, no peritoneal signs. Impression/plan: abdominal pain secondary to partial small bowel obstruction; nothing by mouth status, consult surgery service. Diabetes mellitus type 2; lantus [insulin] and correction dose insulin, hold metformin pending further evaluation of abdominal pain. Deep venous thrombosis prophylaxis; lovenox [blood thinner] daily. (B)(6) 19: (B)(6) health systems. (B)(6) md. Consultation. Indication: small bowel obstruction. Abdominal pain. Presents to emergency department with severe abdominal pain and emesis for approximately 12 hours. States pain in mid abdomen, does not radiate. Has never had this pain before; still passing some flatus. History of oophorectomy with iatrogenic bowel injury, requiring colostomy in 2006 or 2007; eventually reversed and since then, issues with recurrent ventral hernias. Laparoscopic hernia repair in 2010, open ventral hernia repair soon after. She knows she has another recurrence, but has not had pain like this before. Social history: alcohol few times a month. Exam: weight 108.86 kg. Abdomen: non distended, tender to palpation, no rebound or guarding. No overlying skin changes. Able to palpate hernia; unable to reduce contents. Impression/plan: bowel obstruction. Likely source of pain is hernia, however, probably has some intra-abdominal adhesions which can also cause pain. Tender to palpation over hernia site. Favor nonoperative management for now. Order for nasogastric tube, encouraged ambulation, follow with serial abdominal exams. (B)(6) 19: (B)(6) health systems.(B)(6) md. Progress notes. Has chronically incarcerated incisional hernia through previously placed mesh midline. She is 1-2/4 plus tender with manipulation but no overlying skin changes. She is not toxic; no evidence of strangulation/obstruction. Since this has become a more complicated incisional hernia, rather than remaining static, recommended she have it explored, reduced and repaired, acknowledging it is a complex surgical history and process to repair. (B)(6) 19: (B)(6) health systems. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incarcerated ventral incisional hernia. Postoperative diagnosis: recurrent incarcerated ventral incisional hernia. Small bowel obstruction. Procedures performed: exploratory laparotomy. Repair of recurrent incarcerated ventral hernia. Lysis of adhesions. Assistant: gary p. Coppa, md. Anesthesia: general endotracheal. Estimated blood loss: 20 cc. Complications: none. Implant: mesh. Specimens: none. Indication for procedure: ¿the patient is a 48-year-old woman with a complex surgical history. She has a history of oophorectomy with iatrogenic injury to her colon requiring a hartmann¿s procedure. She has subsequently had multiple incisional ventral hernias which have been repaired and have recurred. She returned to the emergency department with abdominal pain, nausea, emesis, and inability to take anything p.o. [By mouth]. She had a CT scan, which was concerning for small bowel obstruction, so she was consented for an exploratory laparotomy.¿ procedure in detail: ¿the patient was brought into the operating room and placed on the operating table in supine position. General endotracheal anesthesia was induced without any complications. A time-out was performed verifying the correct patient, procedure, and special equipment prior to beginning the procedure. The abdomen was prepped and draped in the usual sterile fashion. We began by making an incision down the midline encompassing her old scar. Upon entry into the subcutaneous fat, we almost immediately noted a hernia sac. We were very careful to dissect around this making sure not to enter the sack or any bowel. Once we had freed the peritoneal sac from the fascial edge, we decided to enter the sack so that we could free the underlying bowel from adhesions to the hernia. Once we entered the abdomen, we noted that there were extensive adhesions of the small and large bowel to the pelvic sidewall. We used sharp dissection to release these adhesions as the bowel was stuck to the sidewall. After the lysis of adhesions, we inspected the bowel to ensure that there were no issues. Once we were able to fully free all the adhesions, we attempted to create a preperitoneal space; however, due to her multiple recurrences and past history of having mesh this was essentially impossible. So, we determined that we would have to put the mesh in contact with the underlying omentum. The defect ended up being approximately 11 cm x 11 cm and we had to use the mesh which was 14 x 14. Once we got our mesh into the abdomen, we sutured it to the abdominal wall circumferentially leaving about 1.5 cm between each stitch. We used 2-0 novafil for these stitches. Once we finally laid in the mesh, we then closed the overlying fascia primarily as well with interrupted sutures of 0 pds. Once we were satisfied with our repair, we closed the subcutaneous tissue with interrupted 3-0 chromic. Prior to doing this, we made sure to place a 19 blake closed suction blake drain. We then closed the subdermal layer with interrupted 3-0 vicryl and then closed the skin with staples. The patient tolerated the procedure well and transferred to postanesthesia care unit in stable condition. Dr. Michael sparkuhl was scrubbed and present throughout the entirety of the case and all counts were correct x2.¿ (B)(6)19: (B)(6) health systems. (B)(6) md. Discharge summary. Diagnosis: abdominal pain secondary to small bowel obstruction in the setting of ventral hernia. Procedure: exploratory laparotomy with ventral hernia mesh repair. History: vaginal hysterectomy, recurrent ventral hernia and diabetes mellitus presents with abdominal pain. Initial evaluation revealed small bowel obstruction secondary to ventral hernia. Hospital course: seen in consultation by dr. Sparkuhl; recommended surgical intervention. Postop, had a jp drain. Started on diet, advanced to diabetic diet. Also placed on abdominal binder, laxative. Ambulating, tolerating oral diet, remained afebrile. Discharged home in satisfactory condition. Discharge activity: as tolerated. Follow up dr. Sparkuhl in two days for jp removal. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)15:(B)(6). Office notes. Has had multiple hernias/mesh and sling placement for urinary incontinence. Abdominal discomfort due to hernia. Has gained more than 80 pounds since hysterectomy. Weight 254 pounds, bmi 46.49. Exam: abdomen; scars, mid abdomen left lower quadrant, abdomen rounded, no hepatomegaly or splenomegaly. Refer to general surgeon for evaluation/treatment recurrent hernias. (B)(6)15: (B)(6). Office notes. New consult for ventral incisional hernia. Long surgical history; colostomy takedown-did well for about a year then developed incisional hernias at both exploratory laparotomy and colostomy sites, treated with laparoscopic repair with mesh. Again, did well for about a year, developed recurrent hernias, underwent laparoscopic mesh revision with last surgery in 2011. Notes pain near her ventral incision just below umbilicus for past year. She feels a palpable mass, approximately the size of a racquetball, which is tender; says more pronounced when stands up or walks, less when lies down. Pain radiates to left from umbilicus; palpable mass is below umbilicus and to the left of midline, located in between ventral incision and previous colostomy site. Does note feeling of not being able to completely empty her bowels with bowel movements; present since exploratory laparotomy. Says pain increasing. Exam: abdomen; obese, soft. Palpable mass, likely incisional hernia, below umbilicus and to left of midline; tender to palpation, non-reducible. Non-tender other areas. No guarding or rebound tenderness. Impression: incisional hernia. Plan: CT abdomen/pelvis. Counseled on weight loss and obesity is a very large contributing factor to recurrent hernias. Informed would likely treat only current hernia, would not plan on reconstructing all of her previous hernia repairs; surgical repair would reduce risk of bowel strangulation but may not improve pain. [Missing records: records for CT abdomen/pelvis were not provided.] (B)(6)16: (B)(6). Office notes. Complaint: possible hernia. Follow up from emergency room visit at (B)(6)hospital; seen (B)(6) due to severe abdominal pain. Hernia repairs in past with complications. Had abdomen CT which showed mesh material over anterior abdominal wall. Diastases recti. Defects within abdominal wall mesh at midline umbilical and infraumbilical region with loops of small bowel and both the superior and inferior midline abdominal and pelvic wall hernias. No evidence of dilation or obstruction of the bowel. The more superior hernia with opening at the abdominal wall measured 4 cm and the inferior 5.5 cm. Gallstone visualized. Review of systems: gastrointestinal; gradual onset of constant episodes of severe epigastric, mid and bilateral upper quadrant abdominal pain; sharp, aching. Improved by opioid analgesics. Plan: referral to general surgeon; needs surgeon with extensive hernia repair experience due to complicated case, possibly gastrointestinal surgeon. Gastroesophageal reflux disease exacerbation possibly due to abdominal hernia. (B)(6)16: (B)(6). Letter to (B)(6). I had the opportunity to evaluate (B)(6) in consultation with dr. (B)(6) regarding recurrent incisional hernias. Given her bmi of 43, would like for her to work on weight loss and bring bmi closer to 30 before another surgery for recurrent incisional hernias, given that she has high risk of recurrence. Will be following up in 3 to 6 months and have referred her to bariatric weight management. (B)(6)16: (B)(6). Office notes. Emergency room follow up; right upper quadrant pain. Impression: chronic right upper quadrant pain; CT negative for gallstone but previous CT showing gallstone; verify with sonogram. Could also just be gastritis, in which case will continue proton pump inhibitor. Abdominal wall hernias; consult with dr. (B)(6). (B)(6)16: (B)(6). Office visit. Continues with right upper quadrant pain. Exam: abdomen; soft non-tender, normal bowel sounds, no masses, hepatomegaly or splenomegaly. Impression/plan: gallstones, pending surgery consult. (B)(6)17: (B)(6). Office notes. Was in ER for abdominal pain; diagnosed with constipation. Has chronic gastrointestinal issue and pain since ventral hernias and now with mesh. CT shows ventral hernia and fat in mesh. Struggles with weight loss and weight gain. Exam: abdomen; no hepatomegaly or splenomegaly. Large vertical scar and areas of thin, possible absent abdominal wall muscles and bulging fat versus hernia. Impression/plan: morbid obesity-referral to weight loss evaluation. Chronic ventral hernia-wants to hold on evaluation until she has lost eight [sic]. (B)(6)18: (B)(6). Office notes. Emergency room follow up left lower quadrant pain. Feels she is having constricted bowel movement through left distal colon; worried something wrong with scar tissue around re-anastomosis. Evaluated by general surgery in past; advised she needed to lose weight; told she needs to get below 200 pounds. Exam: abdomen; soft, non-tender, normal bowel sounds, no masses, hepatomegaly or splenomegaly. Impression/plan: chronic left lower quadrant pain and change in bowel movement; refer to general surgery when she has loss [sic] wait [sic]. Recent CT showing no obstruction. Bmi 44; referral to weight loss surgery evaluation. (B)(6)18: (B)(6). Office notes. Follow up chronic diseases. Monthly, gets slow bowel movements; cannot complete [sic] evacuate colon. Pressure in colon, low back pain; off and on for years. Has not seen general surgery for 2 years; then was told to lose weight before surgery. Appointment for weight management next week. Exam: abdomen; no hepatomegaly or splenomegaly. Bulging left lower [sic] quadrant and upper ventral area. Vertical scar from laparatomy [sic] bowel perforation 2008. Impression: chronic lower abdominal pain. Known hernia; get updated CT to assess. (B)(6)19: (B)(6). Office notes. Trying to lose weight; not successful. Weight 239 pounds, bmi 43.71. Plan: consult weight loss surgery. Ventral hernia; needing to lose weight for consult. (B)(6)19: (B)(6). Office notes. Chief complaint: postoperative bowel obstruction. Impression: bowel obstruction. Jackson pratt [drain] ok-out. Wound ecchymosis. All ok. Slight nausea, bowel movements ok, genitourinary ok. Clip removal 1 week. (B)(6)19: (B)(6). Office notes. Seen for routine postoperative care; had ventral hernia repair with mesh (B)(6)19. No complications reported. No incisional pain, bleeding, swelling, serous drainage, purulent drainage or nausea. Drain removed in clinic last week, here today for staples to be removed. States doing well; having normal bowel movements, tolerating regular diet, doing light activity around her house. Denies drainage from incision or old drain site. Current medications: metformin. Weight 240 pounds, bmi 43.9. Exam: abdomen; soft, non-tender, normal bowel sounds, no masses, obese, non-distended. Midline incision clean, dry, intact with staples in place. Impression: doing well from surgical standpoint. Recommended she continue light activity and no heavy lifting for another 2 weeks. Removed all staples. Follow up as needed. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: community memorial health system. [Signature illegible]. Pre-anesthesia record. Weight 243 lbs. Asa: 3e [emergency]. History: never smoker. (B)(6) 2019: community memorial health system. Implant record. Ventrio st hernia patch. 06/23/19: community memorial health system. (B)(6) rn. Nurse¿s notes. Patient reports dr. (B)(6) visited earlier; no lifting for one month. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g07001: part/component/sub-assembly term not applicable previous patient codes (3191: appropriate term/code not available for ¿migration¿, 1695, 1994, 2240) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span september 22, 2010 through july 1, 2019 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. ¿ records from september 27, 2010 through january 11, 2012; and from april 18, 2012 through march 31, 2015 were not provided. Patient information: medical history: ¿ gastroesophageal reflux disease [gerd] ¿ obesity - 1/17/12: 236 lbs., bmi 43.16 - 4/1/15: 254 lbs., bmi 46.49. ¿has gained more than 80 pounds since hysterectomy.¿ - 9/1/16: 228 lbs., bmi 41.7 - 6/22/19: 243 lbs., bmi 44.4 ¿ ventral incisional hernia ¿ 09/20/16: incisional ventral hernia with obstruction ¿ 11/9/18: 2 adjacent ventral abdominal wall hernias containing non-obstructed bowel. ¿ diabetes mellitus type 2, - 6/21/19: metformin. ¿ 06/29/19: bowel obstruction prior surgical procedures: ¿ unknown date: bladder sling, colectomy ¿ 2003: vaginal hysterectomy ¿ 11/17/08: oophorectomy, iatrogenic bowel injury, colostomy ¿ 3/2009: colostomy takedown, appendectomy ¿ 9/22/10: laparoscopic repair of multiple incarcerated ventral incisional hernia with mesh. Implant: gore® dualmesh® plus biomaterial x2. ¿ 2/10/12: open recurrent ventral incisional hernia repair. ¿ 6/22/19: exploratory laparotomy. Repair of recurrent incarcerated ventral hernia. Lysis of adhesions. Implant #1 and #2 preoperative complaints: ¿ 9/22/10: indication: ¿multiple surgeries in the past including colectomy, colostomy with subsequent takedown, who presented with ventral incisional hernia. Patient therefore presents for repair.¿ implant #1 and #2 procedure: laparoscopic repair of multiple incarcerated ventral incisional hernia with mesh. Implant: #1 gore® dualmesh® plus biomaterial (1dlmcp07/7089688, 20cm x 30cm x 1mm); #2 gore® dualmesh® plus biomaterial (1dlmcp04/6947788, 15cm x 19cm x 1mm, oval). Implant #1 and #2 date: september 22, 2010 [hospitalization dates september 22-26, 2010] ¿ description of hernia being treated: ¿a 5 mm right upper quadrant incision was made using __ [sic] trocar and a 5-mm zero-degree scope in it. The trocar was dilated slowly into the abdominal cavity under direct visualization. Pneumoperitoneum was established to a pressure of 15 mm co2, 5 mm 30 degrees scope was then switched out and placed. This was used to observe the abdominal cavity. The patient had a large amount of intra-abdominal adhesions with a large amount of omentum stuck to the anterior abdominal wall and in her hernia. Another 5-mm trocar was placed in the right lateral abdomen at the midportion of the abdomen. Due to the multiple adhesions this was placed quite laterally. Another was placed lower down the right lower quadrant. Then using a harmonic scalpel and blunt graspers, omental adhesions were then dissected off the anterior abdominal wall. We went from lateral to medial, taking down the omentum off of the intra-abdominal wall carefully. During this process it was noted that the patient had a fairly large lower abdominal hernia. This was much larger than what was thought to be present. This essentially went from the umbilical area down to the lower midline abdomen several centimeters above the pubis. The omentum that was stuck in this area was entirely dissected off. Dissecting more cephalad, separate large midline defect was seen. This was also dissected free of the omentum that was stuck in it. There was an incarcerated ventral incisional hernia superior to this that was fairly small with a defect of approximately 1 cm in size. This was also taken down and reduced. Dissection was carried out more cephalad towards the liver and falciform ligament. The falciform ligament had to be divided to allow proper placement of mesh later. Dissection was again carried out towards the left side of the abdomen where again quite a bit of omentum was stuck to the anterior abdominal wall. This was all taken down. A separate hernia was noted by the site of previous colostomy takedown site. This was also quite incarcerated. This was also reduced with harmonic scalpel. Once this was completely reduced, the hernias were then measured out.¿ ¿ implant size and fixation: ¿combining the 3 ventral hernias at the midline which had a vertical length of approximately 30 cm. (This was including 4 cm of overlap superiorly and inferiorly). Horizontally with the 4 cm overlap, we also had about 30 cm. Gore dualmesh was chosen for repair. Unfortunately, the size only came to about 20 x 30 cm in size. We had additional smaller sizes. I opted to repair the midline hernias with this large mesh with an additional separate mesh covering the old colostomy site hernia with some overlap. The 20 x 30 cm mesh was then sutured with cv2 gore suture at about the midportion along each edge. This was then rolled up on ladder grasper. A 12 mm trocar was placed in the left upper quadrant far laterally along with another 5-mm trocar in the left lower quadrant. The mesh was then placed into the intraabdominal cavity using the 12-mm trocar site. This was then unrolled, then the 30 cm was oriented in a vertical fashion where as the 20 cm portion of the mesh was oriented transversely. Again, I made markings about 4 cm beyond the edge of the hernia defect on the anterior abdominal wall. Stab incisions were made at these particular sites, both superoinferiorly as well as transversely. The sutures were then pulled through these using a suture passer from gore. These were then pulled up and tied down. Protack was then used to further anchor the mesh onto the anterior abdominal wall. Several concentric rows were placed. For the most part about 3 rows of tacks were placed in a circumferential fashion in all 4 directions. I also placed a tack at about the midportion of the mesh using the [sic] using the fascial bridge that was between the 2 large midline fascial defects. This was slightly above the area of the umbilicus. Towards the left side, the lateral edge of the mesh just barely covered the medial aspect of the prior colostomy site hernia. This hernia was measured to be about 5 cm in size. With 8 cm overlap, this required a 13 cm diameter mesh. A separate 15 x 19 cm mesh was brought onto the field. This was trimmed to about 30 cm [sic] in diameter. This was again sutured with cv2 gore suture at 3 separate areas leaving the medial aspect of the mesh free of the suture. This was placed intra-abdominally again using suture passers and appropriate spots the sutures were pulled up and tied. The medial aspect of the mesh was left without a suture at this time. The mesh was 1st tacked on to the lower left lateral aspect of the midline mesh using protack and then several transabdominal passes were made using a suture passer to place 3 separate gore sutures through the overlapping portion of the tube mesh. Additional protack were placed to anchor the mesh. Additional protack were placed to anchor the mesh. There was very good coverage of all of the defects. There were at least 4 cm overlap of mesh fascial defect. At this point, the 12-mm trocar site was then closed using 0 vicryl interrupted stitch, placed transabdominally. The left lower quadrant trocar site as well as right quadrant trocar sites were actually covered by the mesh once the trocars were removed. Rest of trocars were then removed. The pneumoperitoneum was then removed. The skin incisions were then closed using 4-0 monocryl subcuticular stitch.¿ ¿ 09/26/10: ¿discharge summary. Incision remained clean, dry, intact without signs of infection.¿ relevant medical information: ¿ 1/12/12: CT abdomen/pelvis. Abdominal pain and small bulge left lower quadrant of abdomen, tender. Impression: ¿since 04/07/09, there has been interval repair of an anterior abdominal wall hernia with hernia mesh in place. There continues to be recuts abdominis diastasis measuring at least 7.4 cm with mild anterior abdominal wall bulge. Additionally, there is increased density in periumbilical region and anterior to hernia mesh. No new hernia identified. There is mild stranding in left lower quadrant of the abdomen subcutaneous fat consistent with patient¿s previous colostomy site.¿ revision and partial explant #1 and #2 preoperative complaints: ¿ 01/17/12: ¿evaluation of hernia, onset 2 months, located in lower abdomen. Abdominal pain with radiation to right quadrant. No new hernias identified by CT. Abdomen: ventral hernia, lower midline, below umbilicus, palpable with standing up, tender, reducible. Impression: recurrence of ventral hernia. CT does not show defect of the mesh or fascia; however, mesh appears to have been pushed into prior hernia region.¿ revision and partial explant #1 and #2 procedure: open recurrent ventral incisional hernia repair. Revision and partial explant #1 and #2 date: february 10, 2012 [hospitalization february 10-12, 2012] ¿ findings:¿ a small recurrent ventral incisional hernia along with somewhat loose mesh which was slipped into the hernia sac.¿ ¿ procedure: ¿lower midline laparotomy scar was reopened. Subcutaneous tissue was then divided using electrocautery. Dissection carried down to the fascia and this was opened. The fascial opening was actually a hernia sac. A large amount of fluid was seen within this area. Again, there was a large seroma in this region. In this area, the mesh was seen and appears to be intact, although somewhat bulged. In the inferior aspect of this area, interestingly there appeared to be a very thickened sac. This was opened revealing a separate hernia in the very inferior aspect of the patient¿s prior scar that the mesh was not covering. There was a loop of bowel stuck in this region. Rest of the hernia sac was thoroughly opened. Incision was carried cephalad towards the umbilicus and passed the umbilicus as there was an umbilical hernia that was covered by the mesh as well. The mesh itself was then cut and opened dissecting the bowel there underneath off. The fascial edges were fairly far apart and there was a fairly large amount of mesh covering the fascial defect. The thought was that in addition to the newly found small ventral hernia inferiorly, this large area of bulged mesh may have acted as a hernia sac and caused patient¿s pain. The sac was dissected free from the surrounding subcutaneous tissue. It was trimmed all the way back to the true fascial edge next to the rectus muscles on either side. The excess mesh was trimmed leaving about a cm and half or so of the mesh on both sides. Of note, beyond this area, there was at least 3-4 cm of mesh overlapped to the muscle. At this point, we then closed the entire fascia using #1 prolene running suture with bites through the fascia as well as the already present mesh. Care was taken as to incorporate the mesh in the inferior aspect of her closure so that the mesh was beyond the fascial edge inferiorly. There was a good closure of the entire defect. Wound was irrigated copiously. A 40 cc of 1.1 mixture of 1% lidocaine and 0.5% marcaine was infiltrated into skin, subcutaneous tissue. Deep layers were then closed using 2-0 vicryl running suture. Subcutaneous layers were closed using 3-0 vicryl interrupted stitches and skin was closed with 4-0 monocryl subcuticular stitch.¿ ¿ 2/11/12: discharge summary. ¿found to have very loose hernia patch which was prolapsed somewhat through the hernia defect, as well as a new hernia inferior to this area. Prolapsed mesh was trimmed; hernia fascial edges were brought together and closed along with the underlying existing mesh.¿ ¿abdomen soft, nontender.¿ relevant medical information: ¿ 02/22/12: ¿twelve days status post open ventral incisional hernia repair with mesh. Abdomen; incision healing, without sign of infection, firm mass below incision, nor a recurrence of hernia. Stable. Mass below incision is reaction to excision of hernia sac.¿ ¿ 03/27/12: ¿six weeks status post ventral incisional hernia repair. Persistent pain at incision and left lower quadrant. Has noticed a swelling lump over area of prior hernia repair. Abdomen: incision healed well. Small swelling over hernia repair site, no obvious sign of defect.¿ ¿ 04/17/12: ¿two-month postop visit. Persistent pain (improving, however still having pain around umbilical region). Abdomen: incision healing well, area of induration previously present mostly resolved. No sign of recurrent hernia. Tender to palpation around umbilical region. Still having pain.¿ ¿ 04/01/15: ¿abdominal discomfort due to hernia. Has gained more than 80 pounds since hysterectomy [2003].¿ ¿ 07/15/15: ¿ventral incisional hernia. Feels a palpable mass, approximately the size of a racquetball, which is tender; more pronounced upon standing or walking, less when lies down. Pain radiates to left from umbilicus; palpable mass is below umbilicus and to the left of midline, located in between ventral incision and previous colostomy site. Palpable mass, likely incisional hernia, below umbilicus and to left of midline; tender to palpation, non-reducible. Counseled on weight loss and obesity is a very large contributing factor to recurrent hernias.¿ ¿ 07/27/16: ¿abdomen CT which showed mesh material over anterior abdominal wall. Diastases recti. Defects within abdominal wall mesh at midline umbilical and infraumbilical region with loops of small bowel and both the superior and inferior midline abdominal and pelvic wall hernias. No evidence of dilation or obstruction of the bowel. The more superior hernia with opening at the abdominal wall measured 4 cm and the inferior 5.5 cm. Gradual onset of constant episodes of severe epigastric, mid and bilateral upper quadrant abdominal pain; sharp, aching.¿ ¿ 08/03/16: ¿recurrent incisional hernias. Given her bmi of 43, would like for her to work on weight loss and bring bmi closer to 30 before another surgery for recurrent incisional hernias, given that she has high risk of recurrence. Referred to bariatric weight management.¿ ¿ 08/12/16: ¿abdominal pain. Presents for right upper quadrant pain radiating to right back beginning 3 months ago. CT abdomen: status post anterior abdominal wall hernia repair with at least 2 anterior ventral wall hernias containing segments of small bowel and colon without obstruction.¿ ¿ 09/01/16: ¿abdominal pain. Incisional hernia with obstruction, without gangrene. Repair will be quite difficult as this is third time, concurrent cholecystectomy, severe obesity with bmi over 40, likelihood of recurrence is quite high.¿ ¿ 09/20/16: ¿trying to lose weight over past 3 weeks, gained 10 lbs., weight 237 lbs., bmi 43.35. Abdomen: incisional hernia, incarcerated, tender. Incisional ventral hernia with obstruction. Don¿t think hernia repair going to hold if don¿t control weight. Discussed case with weight loss surgeon, he will see her for concurrent weight loss surgery, component separation, with cholecystectomy.¿ ¿ 06/21/17: ¿periumbilical abdominal pain. Final diagnosis: large ventral hernia. Abdomen: diffusely tender right upper quadrant. Ventral hernia present: reducible, non-tender, not erythematous, multiple healed incisional scars, status post multiple hernia repairs, laparoscopy and colostomy. Thinks she has known ventral hernia that appears to have failed treatment with mesh. CT abdomen: status post ventral abdominal hernia repair with stable ventral abdominal hernias containing fat and small bowel loops.¿ ¿ 06/04/18: ¿abdominal pain. Final diagnosis: ventral hernia. Serial exams of abdomen benign. CT abdomen: evidence of mesh along the anterior abdominal wall at site of prior hernia repair. There are 2 ventral abdominal hernia with small bowel loops but no evidence of obstruction/incarceration. Both hernias have a white [sic] measuring approximately 6.7 cm and 5.7 cm in diameter. Impression: two ventral midline abdominal hernias containing fat and non-obstructed small bowel.¿ ¿ 11/09/18: CT abdomen for chronic lower abdomen pain. Findings: ¿surgical material seen along the ventral abdominal wall. Impression: no significant change in 2 adjacent ventral abdominal wall hernias containing non-obstructed small bowel.¿ ¿ 06/21/19: ¿abdominal pain. Final diagnosis: partial small bowel obstruction, ventral hernia. Abdomen: diffuse mild tenderness to palpation, primarily supra-pubically with mild guarding, bowel sounds normal. CT abdomen: prior ventral hernia repair with mesh in the region. Large ventral hernia with an opening that is up to 10 cm in length protrusion of dilated small bowel through this aperture. The appearance indicates partial small bowel obstruction. This reflects worsening since 11/09/18 when small-bowel loops were of normal caliber. Suture in the retro-sigmoid region reflects prior bowel resection.¿ ¿ 6/22/19: ¿weight 243 lbs. Recurrent incarcerated ventral incisional hernia. Small bowel obstruction.¿ procedure: exploratory laparotomy. Repair of recurrent incarcerated ventral hernia. Lysis of adhesions. Procedure: ¿we began by making an incision down the midline encompassing her old scar. Upon entry into the subcutaneous fat, we almost immediately noted a hernia sac. We were very careful to dissect around this making sure not to enter the sack or any bowel. Once we had freed the peritoneal sac from the fascial edge, we decided to enter the sack so that we could free the underlying bowel from adhesions to the hernia. Once we entered the abdomen, we noted that there were extensive adhesions of the small and large bowel to the pelvic sidewall. We used sharp dissection to release these adhesions as the bowel was stuck to the sidewall. After the lysis of adhesions, we inspected the bowel to ensure that there were no issues. Once we were able to fully free all the adhesions, we attempted to create a preperitoneal space; however, due to her multiple recurrences and past history of having mesh this was essentially impossible. So, we determined that we would have to put the mesh in contact with the underlying omentum. The defect ended up being approximately 11 cm x 11 cm and we had to use the mesh which was 14 x 14. Once we got our mesh into the abdomen, we sutured it to the abdominal wall circumferentially leaving about 1.5 cm between each stitch. We used 2-0 novafil for these stitches. Once we finally laid in the mesh, we then closed the overlying fascia primarily as well with interrupted sutures of 0 pds. Once we were satisfied with our repair, we closed the subcutaneous tissue with interrupted 3-0 chromic. Prior to doing this, we made sure to place a 19 blake closed suction blake drain. We then closed the subdermal layer with interrupted 3-0 vicryl and then closed the skin with staples.¿ ¿ 07/01/19: ¿doing well. Weight 240 pounds, bmi 43.9. Removed all staples.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7089688 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010, including records for colectomy, colostomy with take down, and bladder sling, were not provided. (B)(6) 2010: operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: multiple incarcerated ventral incision hernia (x4). Procedure: laparoscopic repair of multiple incarcerated ventral incisional hernia with mesh. Findings: ¿four ventral incisional hernias 3 along the midline with separate 1 at the left side of the abdomen at her prior colostomy site.¿ brief history of current illness and indications for surgery: multiple surgeries in the past including colectomy, colostomy with subsequent takedown, who presented with ventral incisional hernia. Patient therefore presents for repair.¿ procedure in detail: ¿the patient was brought in the operating room and placed supine on the operative table. After induction of general anesthesia, foley catheter was inserted. Sequential compression devices were on the operating. Patient¿s arms were tucked. The abdomen was prepped and draped in usual fashion. A 5 mm right upper quadrant incision was made using __ [sic] trocar and a 5-mm zero-degree scope in it. The trocar was dilated slowly into the abdominal cavity under direct visualization. Pneumoperitoneum was established to a pressure of 15 mm co2, 5 mm 30 degrees scope was then switched out and placed. This was used to observe the abdominal cavity. The patient had a large amount of intra-abdominal adhesions with a large amount of omentum stuck to the anterior abdominal wall and in her hernia. Another 5-mm trocar was placed in the right lateral abdomen at the midportion of the abdomen. Due to the multiple adhesions this was placed quite laterally. Another was placed lower down the right lower quadrant. Then using a harmonic scalpel and blunt graspers, omental adhesions were then dissected off the anterior abdominal wall. We went from lateral to medial, taking down the omentum off of the intra-abdominal wall carefully. During this process it was noted that the patient had a fairly large lower abdominal hernia. This was much larger than what was thought to be present. This essentially went from the umbilical area down to the lower midline abdomen several centimeters above the pubis. The omentum that was stuck in this area was entirely dissected off. Dissecting more cephalad, separate large midline defect was seen. This was also dissected free of the omentum that was stuck in it. There was an incarcerated ventral incisional hernia superior to this that was fairly small with a defect of approximately 1 cm in size. This was also taken down and reduced. Dissection was carried out more cephalad towards the liver and falciform ligament. The falciform ligament had to be divided to allow proper placement of mesh later. Dissection was again carried out towards the left side of the abdomen where again quite a bit of omentum was stuck to the anterior abdominal wall. This was all taken down. A separate hernia was noted by the site of previous colostomy takedown site. This was also quite incarcerated. This was also reduced with harmonic scalpel. Once this was completely reduced, the hernias were then measured out. Combining the 3 ventral hernias at the midline which had a vertical length of approximately 30 cm. (This was including 4 cm of overlap superiorly and inferiorly). Horizontally with the 4 cm overlap, we also had about 30 cm. Gore dualmesh was chosen for repair. Unfortunately, the size only came to about 20 x 30 cm in size. We had additional smaller sizes. I opted to repair the midline hernias with this large mesh with an additional separate mesh covering the old colostomy site hernia with some overlap. The 20 x 30 cm mesh was then sutured with cv2 gore suture at about the mid-portion along each edge. This was then rolled up on ladder grasper. A 12 mm trocar was placed in the left upper quadrant far laterally along with another 5-mm trocar in the left lower quadrant. The mesh was then placed into the intraabdominal cavity using the 12-mm trocar site. This was then unrolled, then the 30 cm was oriented in a vertical fashion whereas the 20 cm portion of the mesh was oriented transversely. Again, I made markings about 4 cm beyond the edge of the hernia defect on the anterior abdominal wall. Stab incisions were made at these particular sites, both supero inferiorly as well as transversely. The sutures were then pulled through these using a suture passer from gore. These were then pulled up and tied down. Protack was then used to further anchor the mesh onto the anterior abdominal wall. Several concentric rows were placed. For the most part about 3 rows of tacks were placed in a circumferential fashion in all 4 directions. I also placed a tack at about the mid-portion of the mesh using the [sic] using the fascial bridge that was between the 2 large midline fascial defects. This was slightly above the area of the umbilicus. Towards the left side, the lateral edge of the mesh just barely covered the medial aspect of the prior colostomy site hernia. This hernia was measured to be about 5 cm in size. With 8 cm overlap, this required a 13 cm diameter mesh. A separate 15 x 19 cm mesh was brought onto the field. This was trimmed to about 30 cm in diameter. This was again sutured with cv2 gore suture at 3 separate areas leaving the medial aspect of the mesh free of the suture. This was placed intra-abdominally again using suture passers and appropriate spots the sutures were pulled up and tied. The medial aspect of the mesh was left without a suture at this time. The mesh was 1st tacked on to the lower left lateral aspect of the midline mesh using protack and then several transabdominal passes were made using a suture passer to place 3 separate gore sutures through the overlapping portion of the tube mesh. Additional protack were placed to anchor the mesh. There was very good coverage of all of the defects. There were at least 4 cm overlap of mesh fascial defect. At this point, the 12-mm trocar site was then closed using 0 vicryl interrupted stitch, placed transabdominally. The left lower quadrant trocar site as well as right quadrant trocar sites were actually covered by the mesh once the trocars were removed. Rest of trocars were then removed. The pneumoperitoneum was then removed. The skin incisions were then closed using 4-0 monocryl subcuticular stitch. Benzoin, steri-strips, and dry dressings were applied to all the skin incisions. Sterile dressing was applied. Patient was then awakened, extubated, taken to postanesthesia recovery area in a stable condition after having tolerated procedure well.¿ (B)(6) 2010: implant log. Site: abdomen. #1: gore® dualmesh® plus biomaterial 20.0cm x 30.0cm x 1.0mm. Expiration: 2012-07. Ref catalogue number: 1dlmcp07. Lot batch code: 7089688. W.l. Gore & associates. #2: gore® dualmesh® plus biomaterial 15.0cm x 19.0cm x 1.0mm. Expiration: 2012-06. Ref catalogue number: 1dlmcp04. Lot batch code: 6947788. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/7089688) was implanted during the procedure. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/6947788) was implanted during the procedure. (B)(6) 2010: discharge summary. Admitting diagnosis: ventral incisional hernia. Discharge diagnosis: multiple incarcerated ventral incisional hernias. Hospital course: laparoscopic ventral incisional hernia repair with mesh. Postop day 2 pain controlled with oral meds and occasional IV narcotics. Diet advanced over several days. Postop day 4 passed flatus, started to feel better. Incision remained clean, dry, intact without signs of infection. Afebrile. Activity; as tolerated but no heavy lifting. Follow up 1 week. Discharged home. Missing records: records for migration, abdominal pain, recurrence of hernia, revision surgery were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010; including records for hysterectomy, ovary removal, colostomy, colostomy takedown and appendectomy were not provided. Records between (B)(6) 2010 and (B)(6) 2012 were not provided. (B)(6) 2012: (B)(6) office visit. Hpi: eval of hernia, onset sudden, 2 months, located in lower abdomen. Abdominal pain w/ radiation to right quadrant, weight loss (intentional), no nausea or vomiting. CT abdomen continues to be rectus abdominis diastases measuring at least 7.4 cm w/ mild anterior abdominal wall bulge. Marked hypodense soft tissue in periumbilical region and anterior to hernia mesh. No new hernias identified. Wt 236, bmi 43.16. Exam: abdomen; ventral hernia, lower midline, below umbilicus, palpable w/ standing up, tender, reducible. Impression: recurrence of ventral hernia. CT does not show defect of the mesh or fascia, however mesh appears to have been pushed into prior hernia region. Two surgical options discussed w/ pt; one to imbricate or trim the mesh along midline and closing the fascia over this area, another option is to remove the entire mesh and replace the whole area w/ a new mesh. I think the second option would be much more invasive and painful. Pt advised to undergo repair of lower abdominal wall hernia w/ trimming of mesh and repair of fascia on top. Indication, risks, benefits and alternatives discussed w/ pt, she wishes to think about it, discuss w/ husband, she is interested in trying to lose some weight prior to surgery. She wanted to be put on disability during the time that she tries to lose weight as the hernia is causing her pain. I informed her that I cannot put her on disability indefinitely while she tries to lose weight. I advised her to proceed w/ surgery at this time as it is causing discomfort. Plan: pt to let us know decision w/ regards to surgery. [Missing records: records for the CT scan showing rectus abdominis diastases, mild anterior abdominal wall bulge were not provided.] (B)(6) 2012: [date on record is illegible; this date is assigned] community memorial health system. [Illegible]. Operative report. [Largely illegible record]. [Illegible] this region. Rest of the hernia sac was thoroughly opened. Incision was carried cephalad towards the umbilicus and passed the umbilicus as there was an umbilical hernia that was covered by the mesh as well. The mesh itself was then cut and opened dissecting the bowel there underneath off. The fascial edges were fairly far apart and there was a fairly large amount of mesh covering the fascial defect. The thought was that in addition to the newly found small ventral hernia inferiorly, this large area of bulged mesh may have acted as a hernia sac and caused patient¿s pain. The sac was dissected free from the surrounding subcutaneous tissue. It was trimmed all the way back to the true fascial edge next to the rectus muscles on either side. The excess mesh was trimmed [remainder of report is illegible]. (B)(6) 2012: (B)(6) office visit. Hpi: postop, 12 days s/p open ventral incisional hernia repair w/ mesh. Postop complications, swelling mid portion of wound, improved compared to preop. Postop pain has been mild, feels well, wants to start exercising. Exam: abdomen; incision healing, without sign of infection, firm mass below incision, nor a recurrence of hernia. Impression: stable. Mass below incision is reaction to excision of hernia sac. Plan: advised on exercising, eating, f/u 1 month. (B)(6) 2012: (B)(6) office visit. Hpi: postop visit, 6 weeks s/p ventral incisional hernia repair. Postop complications, persistent pain at incision and left lower quadrant. Has noticed a swelling lump over area of prior hernia repair. Exam: abdomen; incision healed well. Small swelling over hernia repair site, no obvious sign of defect. Impression: reassured firmness likely wound healing and not recurrence of hernia. Plan: f/u 3 weeks. (B)(6) 2012: (B)(6). Office visit. Hpi: postop visit, 2 month s/p ventral incisional hernia repair w/ mesh. Postop complications include persistent pain (improving, however still having pain around umbilical region). C/o fair amount of pain when does any physical activity. Exam: abdomen; incision healing well, area of induration previously present mostly resolved. No sign of recurrent hernia. Tender to palpation around umbilical region. Assessment/plan: still having pain, does not feel she can go back to regular work. Persistent pain may be related to the multiple surgeries she has had in the past. Will give another month off work to recover further. See pain specialist if continued pain. (B)(6) 2016: (B)(6) office visit. Hpi: abd pain right upper quadrant, sharp, nausea, onset 4 months ago, intermittent, exacerbated by eating and fatty foods. Us showed gallstones. Had CT in may, showed couple large midline hernias containing small bowel w/o obstruction. Complicated surgical hx; gynecological operation 6 years ago, complicated by colonic injury, underwent colostomy, then colostomy takedown. Developed incisional hernias along midline and colostomy site. Underwent laparoscopic repair of these 2 hernias. 5 years ago had another recurrence of hernia inferior aspect to prior laparotomy scar, again had repair. Impression: incisional hernia w/ obstruction, w/o gangrene. Repair will be quite difficult as this is third time, concurrent cholecystectomy, severe obesity w/ bmi over 40, likelihood of recurrence is quite high. Plan: discuss weight loss surgery, come back 2 weeks to rediscuss surgical options. [Missing records: records for the CT scan in may, showing couple large midline hernias containing small bowel w/o obstruction were not provided.] (B)(6) 2016: (B)(6) office visit. Hpi: f/u incisional hernia and gallstones, discuss surgery. Trying to lose weight over past 3 weeks, gained 10 lbs, wt 237, bmi 43.35. Exam: abdomen; incisional hernia, incarcerated, tender. Impression: incisional ventral hernia w/ obstruction. Don¿t think hernia repair going to hold if don¿t control weight. Plan: discussed case w/ weight loss surgeon, he will see her for concurrent weight loss surgery, component separation, w/ cholecystectomy. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added additional information. Adhesion (alleged (B)(6) 2019); recurring hernia (confirmed (B)(6) 2012, (B)(6) 2018); revision surgery (confirmed (B)(6) 2012 and alleged (B)(6) 2019); severe abdominal or groin pain (confirmed (B)(6) 2012). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2010 whereby two gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2012, an incisional hernia revision surgery was performed. It was reported the patient alleges the following injuries: adhesion; migration; recurring hernia; revision surgery; severe abdominal or groin pain. Additional event specific information was not provided.